Manufacturer narrative:
In response to FDA report number: mw5097406. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "alcl developed".

Event description:
Patient reported via regulatory agency "going to need to get help; alcl developed;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported capsular contracture baker grade IV. Healthcare professional reported left side capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and wear abrasion. A weight test of the device was verified and the device was within specification. Bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported via regulatory agency "going to need to get help; alcl developed;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Patient further reported capsular contracture, baker grade IV and pain. Affected side is left. The device has been explanted.